Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. The thermal damage has also caused the seal to narrow. Sterility is considered not breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported event can be attributed to transit damage. Upon reassessment of the reported event, it was determined to be not reportable as sterility was considered not breached. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while preparing the implants, significant deformation was observed to both the inner and outer packaging. The implant appeared to be bulging against the tyvek peel layer of the inner packaging, however, no physical breaches in the packaging were observed. The surgery was completed with another implant. All available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.